Event description:
Physician reported presence of silicone ganglia under the armpits of the patient. Prostheses have macroscopic cracks. The device was explanted; right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: deformation, red particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observed openings on the device or issues related with the complaint (rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Physician reported presence of silicone ganglia under the armpits of the patient. Prostheses have macroscopic cracks. The device was explanted. Right side.